Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. Method code was updated to 4109. Results code was updated to 213. Conclusions code was updated to 4310. Narrative/data was updated. The reported device was not received for evaluation. The reported condition of a loosened screw was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed due to the device not being returned. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted as not enough information was provided for the reported device. However, a complaint history review by item number was conducted for the most common zimmer screw dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the related device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. .

Manufacturer narrative:
(B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Ref and reference not known.

Event description:
Doctor reports that patient presented with an unknown zimmer screw loosened. Doctor also reports some tissue overgrowth in the area due to the loosening. Tooth location # 19.